Event description:
Related manufacturer reference number: (B)(4). It was noted that both the right atrial (ra) and right ventricular (rv) leads had fractured. Device interrogation noted over-sensing of noise on the ra lead causing muscle stimulation. The rv lead was functioning normally. During the revision, insulation breaks were observed on both the ra and rv leads. The leads were explanted and replaced. There were no adverse health consequences to the patient.

Manufacturer narrative:
The reported event of muscle stimulation was not confirmed, while the reported event of over-sensing noise and fracture/insulation damage was confirmed. As received a complete lead was returned cut in two pieces. Visual examination found one external insulation abrasion exposing the outer coil, consistent with friction to the device can. The cause of the reported events was isolated to the exposed coil at the abrasion zone. Electrical testing did not find any indication of conductor fractures but found shorts between the conduction paths due to procedural damage.